Event description:
It was reported that the customer experienced a high blood glucose level, which was confirmed by both the cgm and bg meter readings. The specific value was unknown, but it was displayed as "high." There was no adverse impact to the customer¿s blood glucose level reported beyond the high reading itself. The customer administered a correction bolus via the pump, and no additional assistance was needed as no further issues were noted.